Event description:
Per the clinic, the patient experienced a loss of osseointegration in (B)(6), 2011 (specific date not reported) resulting in fixture loss. Reimplantation took place on (B)(6), 2011.

Manufacturer narrative:
Correction: patient was re-implanted on (B)(6) 2011; not (B)(6) 2011, as previously reported. The device is not available for analysis. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).